Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance, indicating a possible device malfunction. The treating medical professional indicated that the pt falls a lot and the falls may have caused a led break. The pt underwent revision surgery, where both the generator and the lead were replaced. The generator was replaced prohylactically. Analysis of the explanted lead identified a lead fracture of the positive lead wire at the electrode bifurcation, which was the most likely root cause for the high impedance event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.